Event description:
It was reported that during a ventricular lead revision procedure, the atrial lead exhibited noise and pacing issues. X-ray revealed that the atrial lead had sustained clavicular crush. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).